Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of a questionable ise indirect k for gen.2 for a patient sample and a questionable phos2 phosphate (inorganic) ver.2 result for another patient sample on a cobas 4000 c (311) stand alone system. Of the data provided, there was an erroneous k result for 1 patient sample. The initial k result was 5.94 and the repeat result was 4.38. No units of measure were provided. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The k electrode lot number and expiration date were not provided. The field service engineer (fse) replaced the supply pump and solenoid valve. The fse performed multiple bath exchanges and mechanism checks. The customer ran the daily maintenance, calibration, and qc. The results are acceptable to the customer.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.